Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with professional coaguchek xs meter serial number unknown compared to a patient's coaguchek xs meter serial number (B)(4). The result from meter (B)(4) at an unknown time was 6.7 inr. At 1:04 pm, the result from meter (B)(4) was 5.2 inr. At 1:12 pm, the result from meter (B)(4) was 3.8 inr. At 3:00 pm< the result from the unknown professional coaguchek xs meter was 2.5 inr. The customer's therapeutic range is 2.5-3.0 inr. Customer tests every two weeks.

Manufacturer narrative:
The device code has been updated.